Event description:
It was reported that this was a cardiomems sensor implant procedure. When the steelcore guide wire was being withdrawn, it was noted that the wire appeared sheared [broken] and stretched. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.